Event description:
It was reported that the customer was hospitalized for mild diabetic ketoacidosis, syncope, and seizure. The blood glucose reading was 468 mg/dl. The customer stated that she had woken up and took a dose of insulin, observing that the insulin pump passed the self test. She reported that she went to change the reservoir on the device, was sweating, and remembered thinking she should sit down. At that time, she began to go into seizure. She also noted that she had hurt her foot due to hitting it into the wall. An emergency call was made and she was hospitalized with a blood glucose reading in the 300 mg/dl range. She reported fluctuations in blood glucose due to a heavy period, stress, and possible menopausal symptoms. The customer reconnected to and treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.